Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the monitor to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, site contacted intuitive technical support engineer (tse) to report that the console right eye was black. Prior to calling in, customer had power cycled system, but image was still not present in right eye of console. The tse recommended a hard power cycle of the console. Customer performed hard power cycle and console right eye was still black. The tse found no related logs. Customer moved second console into room and tse verified matching software. Customer powered on system with second console and right eye image appeared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue identified after trocars were placed and the patient cart was docked. The system was powered on and the device was ready for use. No errors were reported. Second patient side cart was used to resolve the issue. The procedure was completed without any additional errors or issues and no injury or harm to patient. Patient demographic was not provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and the reported failure was replicated. The product was installed on an xi system, and there was no video at power up in the right eye. The complaint was confirmed based on the failure analysis.